Event description:
Staff entered patient's room to find chest tube y connection disconnected from the pleuro-vac. Staff noted that although a zip-strip was in place to secure the tubing to the pleuro-vac, it was loose and easily detached from the main unit. The chest tube was clamped and ultimately attached to a new suction unit. Md and apn were notified and came to the bedside. No patient harm. Vital signs remained stable and assessment was unchanged.